Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient underwent chest imaging revealing a 3.5-4 cm foreign body over the left perihilar region. It is believed that a piece of the wire of the peripheral inserted central catheter (PICC) had broken off after inserted on (B)(6) 2020". "Was there patient harm reported?: yes".